Event description:
The customer reported that the device started and stopped activating on it's own. There was no pt injury. Add'l questions in regard to the incident were asked but no further details were made available.

Manufacturer narrative:
(B)(4). The incident sample has been rec'd and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.